Event description:
It was reported that the user experienced dexcom g7 signal loss to the ilet, resulting in the pump not receiving cgm readings and displaying impending dosing stop and cgm not paired alerts; troubleshooting and education included verifying alert history, toggling cgm type, restarting the pump, re-entering the pairing code, manual bg entry guidance, meal announcement guidance, and ultimately starting a new g7 sensor that successfully connected. Symptoms included hypoglycemia, with a fingerstick of 88 mg/dl while the sensor was in warmup and an initial sensor reading of 54 mg/dl, followed by upward-trending glucose after oral carbohydrate treatment. Outcomes included temporary interruption of automated dosing until cgm pairing was restored and successful self-treatment of hypoglycemia with oral glucose. Investigation included review of device alerts, connectivity steps, and live monitoring until cgm data resumed after sensor replacement. Investigation of this case revealed that the ilet pump functioned, the issue was limited to cgm pairing between the dexcom g7 and the ilet, and replacing the sensor restored communication and dosing. It was concluded, based on previously established findings for similar reports, that the cause was user-facing cgm pairing and connectivity factors, resolved through sensor replacement and standard reconnection procedures.